Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that when the device was taken out of the box and initially interrogated, the device was locked out. The initial interrogation also revealed a white bar for battery voltage. The device was returned for product analysis. There was no patient involvement.